Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the hex of the driver (hx1.25d) fractured when attempting to remove the locator abutment. It was also reported thta the dr. Was able to complete the procedure with another drived and no parts were left in the patient's mouth.

Manufacturer narrative:
One hex driver was returned for inspection. A visual inspection revealed signs of wear consistent with use. The hex tip is confirmed to be fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants 4869 rev 7-01/16. Information identified: prepare the implant for healing ¿ step 7. Locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. A root cause cannot be determined. The following sections have been updated. Patient's gender not provided/unknown (narrative not provided in of the initial report). (B)(4).

Event description:
No further event information available at the time of this report.